Manufacturer narrative:
In an initial corrective action a service technical info was issued to inform all field service engineers about the situation. If an e9 error message is displayed, the user has to contact varian medical systems in order to correct the cause. This is advised in the user manual. Additional corrective actions are currently executed to inform the affected users with a customer technical bulletin and remind them about the meaning of an e9 error.

Event description:
Error description: in 2009, the customer reported that a treatment fraction with the varisource ix afterloader was interrupted with an e9 error message (afterloader has reported dwell complete while one second or more is still remaining). The error message was displayed for position 4 in channel 1 of 3 channel fraction doing a cervical treatment. The planned dwell time in channel 1 was 653.81s and the dwell time in positon 4 was 98.20s. The above error message indicates that the afterloader did not complete the planned treatment time and in this case the missing treatment time was 65.5s in position 4 of channel 1. The treatment delivery record stated that the dwell time in position 4 of channel 1 was completed while the console software indicated that there was 65.5s remaining to complete the planned dwell time in positon 4 and this was supported by the e9 error message. In the continuation of this fraction the 65.5s in position 4 and channel 1 were not treated, in summary all 8 positions were treated, but the total delivered treatment time was 559.31s instead of 624.81s for channel 1. Channel 2 and channel 3 were treated without any problem.